Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1342s). Egia60amt, egia60amt egia 60 artic med thick sulu, (lot # p5c1342s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open esophageal cancer radical surgery, when creating the tubular stomach, during the first firing with the universal handle and 60mm reload, the staples did not form a proper b-shape, and the staple line was incomplete in the central portion. Manual suturing was required to repair the incomplete staple line. The second firing, after replacing with a new reload, resulted in the same issues: poor staple formation, and an incomplete staple line in the middle, again necessitating manual suturing. The surgical time was extended by more 30 minutes due to these problems. Finally, after replacing the handle with a new one, the surgery was completed. Pli 10: medtronic's initial evaluation of the incident device found that the sheared teeth were visible on the firing rack at site of initial firing post clamp up.